Event description:
The customer reported being unable to select desired joule level. No pt involvement or adverse impact was reported.

Manufacturer narrative:
(B)(4). The customer reported being unable to select desired joule level. No adverse pt involvement or impact was reported. The device was evaluated by a philips field service engineer. The symptom was verified. The keyscan pca was replaced to resolve the issue.